Event description:
Blood noted backing up into the IV tubing. Flushed with the syringe line that was connected already to try and flush it back before the line clotted. As rn flushed it was noted a wet spot of pajamas and that the blood from the tubing was leaking onto the patient. The leak was noted to be just past the clave connection closest to the port. Port tubing (blue tubing) was leaking. Patient was infusing continuous ara-c drip - stopped, tubing disconnected, patient hep locked and de-accessed. Manufacturer response for port access device, gripper plus power pac (per site reporter). Local rep phoned and information taken will process through quality and arrange to sent it. Will pick up next week with visit.